Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm and reproduce the reported complaint. Fa found the instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the instrument log of the small grasping retractor (part # 470318-08 / lot # n10180518 -0101) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 2nd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. Based on the information provided, this event is being reported due to the following conclusion: failure analysis found the small grasping retractor instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, a small grasping retractor instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information: no one from the surgical team ever mentioned fragments falling from the instrument and is not aware of any issues with the patient post-procedure. The only patient information she could remember was the patient is male.